Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat no.: 7115-0007, series 7000 standard tibia, lot code: 585mha. Cat no.: 73-0910, scorpio m-dome patella, lot code: 11cfyxx4. Cat no.: 6191-1-001, simplex p full dose 1 pack, lot code: rcn090. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Remains implanted.

Event description:
It was reported that patient stated immediately after surgery while in the hospital physical therapist could not get his knee to bend more than 60 degrees. Pain never went away. Knee continues to swell and patient continues to ice knee all the time. Patient has been to his surgeon numerous times and has had several second opinions. Prior to surgery, patient was very active and played tennis frequently.

Manufacturer narrative:
An event regarding pain involving a scorpio femoral component was reported. The event was not confirmed. Device evaluation not be performed as no items associated with the event were returned for evaluation. Device history review indicated that the device was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the reported pain could not be determined, however, there is no evidence the event is device related. A CAPA trend analysis concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time.

Event description:
It was reported that patient stated immediately after surgery while in the hospital physical therapist could not get his knee to bend more than 60 degrees. Pain never went away. Knee continues to swell and patient continues to ice knee all the time. Patient has been to his surgeon numerous times and has had several second opinions. Prior to surgery, patient was very active and played tennis frequently.